Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 20mm amplatzer septal occluder was selected for implant. The device was deployed and released successfully in position. During manipulation of the ice catheter to obtain final imaging, the device became dislodged and embolized into the left side of the heart where it traveled to the ascending aorta. The occluder was retrieved successfully via snare. No device was ultimately implanted due to the physician wanting to discuss options going forward. The patient was reported to have been discharged in stable condition.

Manufacturer narrative:
An event of device embolization was reported. The investigation confirmed the device met dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.